Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant procedure; fluoroscopy revealed the right atrial lead had dislodged. The pocket was re-opened and the lead was repositioned successfully. The patient's condition was stable and was discharged from the hospital.